Manufacturer narrative:
(B)(4) problem of carrier detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair with mesh procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the capio needle carrier detached outside the patient. The procedure was completed with another capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual analysis of the returned uphold lite w/ capio slim device confirms the reported event. Visual analysis of the mesh revealed a blood residue on the sleeve of the mesh assembly. There is minor fraying on the suture attached to the blue with white stripe dilator. Visual analysis of the capio suture capturing device revealed that the carrier on the capio slim device was broken. The broken piece of the carrier was not returned. The last rivet on the capio slim device was present but not secure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair with mesh procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the capio needle carrier detached outside the patient. The procedure was completed with another capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.